Event description:
The baxter (B)(4) technical service center received a homechoice device for regular maintenance. The engineer confirmed a burnt part on the j4 connector of the accomp (alternating current component) board during maintenance. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported problem was confirmed during device evaluation. Baxter received the homechoice device and during visual inspection it was confirmed that there was a burnt mark on j4 connector of accomp (alternating current component) board. The cause of this problem was due to the aging of this component-hardware problem.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A follow-up MDR will be submitted upon the completion of the evaluation or if additional information is obtained.